Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable was replaced. The system was then found to be operating as intended.

Event description:
It was reported that the system would intermittently not display a live fluoroscopy image. There is no report of pt injury.